Event description:
Needle was placed through introducer, and it hit bone. It was inserted several more times when tip sheared off. Tip remained 2cm from skin. Pt sent to or to have orthopedic doctor remove. The pt did not suffer from any ill effects. The broken off tip was sent to pathology, and will not be sent back to manufacturer. It was a thin needle and the user probably used too much force. The pt is doing well.

Manufacturer narrative:
The device was not sent back for evaluation purposes. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the affected device history record, sterilization record (batch 610), and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Pt is doing well. Rep is going on gathering info to ensure there will be no similar problems, but there is no trend to be observed. This reportable event is due to a user. There is a clear warning in the user instruction. We consider this file as closed.